Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 400 mg/dl. The customer was admitted to the hospital. The customer is in the hospital for a stomach virus which caused her to go into diabetic ketoacidosis. Customer mentioned that meter has been lost and unable to find it. The customer was advised that the meter belongs to the doctors and he will need to call and report it. Customer understood and accepted free meter.